Event description:
A device was returned to a third party service center reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped.

Manufacturer narrative:
A device was returned to a third-party service center reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped. After further review it was determined the previous report was a duplicate report and was reported in error. The initial report was previously captured in MDR 202518422-2025-010259 and evaluation results captured in follow up report in MDR 202518422-2025-010259-1.